Event description:
It was reported the charger can no longer communicate with the ipg. It was also reported the patient has lost stimulation. The patient plans to undergo surgical intervention on a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.